Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch (only the second pack is opened). Analysis and results: there are no previous complaints of this code batch. There are no units in our stock. Received one open samples, with only the second pack opened. The first pack is closed. The sample received has the first pack sealed to second pack in the 4th sealing as can be seen in the enclosed picture. This defect took place in the welding machine and this unit was not sorted out by the personnel involved in this process. Final conclusion: complaint is justified. Taking into account that the sample received does not fulfill the OEM requirements. Actions on product: based on the conclusion derived from investigation, it is required to replace this code/batch to the customer or offer a refund. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Inner foil is welded with outer foil. Opening and steril withdrawal is not possible. Inner package is too big.